Event description:
As reported by the user facility. Pump failed during pt infusion. Drug being infused, levophed. Nurse attempted to open door of pump and door would not open to change tubing. Removed tubing from pt and changed the tubing and the pump to continue another infusion. Nursing reported, "during this incident, the pt's blood pressure dropped dangerously low." Reported that the pump serial number cannot be located as the "failed" pump was not put aside and was placed back into rotation. Add'l info received from user facility: there were no adverse effects to the pt or add'l intervention required. Also, another clinician who responded when the pump would not operate indicated that the nurse using the pump had incorrectly loaded the tubing. The green clamp was not in the pump. The pump was able to be opened and the tubing was loaded correctly into the pump.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The serial number of the pump involved in the reported incident was not identified. The pump was not segregated nor removed from service in the user facility. Because the pump involved in the reported event could not be identified, and the pump was not returned for eval, a thorough investigation could not be performed and no specific conclusions could be drawn. However, based on add'l info received from the user facility, the reported event was likely due to incorrect loading of the IV tubing set into the pump. All available info has been forwarded to the device MFR.